Manufacturer narrative:
Device evaluation by MFR: the promus premier ous mr 20 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found distal to midsection stent damage with struts misaligned and lifted from their original crimped stent position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The guidewire was loaded without issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05-feb-2021. It was reported that advancing difficulties were encountered. The chronic occluded target lesions were located in the proximal end of the left anterior descending (lad) and ostial of the right coronary artery (rca). The catheter was advanced to the ostial of the rca and left main artery (lm), the guidewire was successfully reached the distal end of the rca after several attempts. The guidewire was advanced to the proximal end of rca, the guidezilla was advanced to the proximal end of rca, and the reverse guidewire entered the guidezilla smoothly. The physician replaced the guidewire, a 2.0x2.5 balloon was advanced for pre-dilatation. A 20 x 4.00 promus premier drug-eluting stent was advanced through the guidewire to the stenosis lesion, but it could not reach the position. The device was removed without causing any harm to the patient and the procedure was completed with another of the same device. There were no patient complications reported. The patient's status was stable. However, returned device analysis revealed a stent damage.